Event description:
Lap cholecystectomy - "the scrub tech told me the jaws would not squeeze the clip all the way closed around the cbd. This is all they would say other than some clips fell out in the pt." Patient status - "pt. Is ok".

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the device could not be actuated. The unit was disassembled and the presence of excessive tissue and debris was noted in the distal end of the device. This debris fused internal components together, preventing the clip feeding mechanism from properly working. All internal components met current specifications. All clip appliers undergo 100% visual and functional inspection during manufacturing and assembly. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching device enhancements intended to further minimize the potential for dropped clips to occur. This document represents our final report.